Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the cutter for titanium elastic nails was broken, two (2) 2.7mm reaming rod pusher 450mm long and one (1) helical blade/screw measuring device piece were broken off. While, the stardrive screwdriver shaft t25 3.5mm hexagonal/self-retain and cannulated 3.5mm hexagonal screwdriver shaft head were stripped. There was a surgical delay of a couple of minutes. Fragments were generated and instruments were removed. It is unknown if procedure was successfully completed. There is patient involvement. This is report 2 of 5 for (B)(4).